Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification in relation to the reported upstream occlusion which was not reproduced during evaluation. A review of the event history log identified upstream occlusion alarms however, it could not be determined if the alarms were true or false. The device was sent for upstream occlusion testing and passed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.